Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 32098 pointing to the universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical service engineer confirmed the error in the system logs and had the customer remove the usm drape and exercise the usm. The customer was then able to recover the error and re-drape the usm 4, they then noted that the procedure was a three-arm procedure and the usm 4 would be abandoned as a precaution. The customer later reported that the error returned and the usm 4 was disabled. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the usm fault check test failed on axes controller motor (acm). Once testing was completed, the acm board was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acm was found to be the root cause of the reported event. The probable root cause is attributed to electrical issues in the acm board located on the usm.